Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is alleged that, "the pt underwent knee replacement surgery with zimmer implants in 2006." It is further allege that, "surgical simplex p radiopaque bone cement was used, and the knee system including the bone cement allegedly failed."